Manufacturer narrative:
(B)(4). Opening issues. The device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the incident reported.

Event description:
It was reported that during an esophagectomy procedure, the jaw would no longer open. The event occurred before use on the patient. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.